Manufacturer narrative:
(B)(6). Complaint record ID # (B)(4). The product returned with the membrane completely unfolded with blood on the exterior of the catheter and between the catheter and the returned maquet sheath. The sheath was bent and over the membrane. The one-way valve was also returned attached to the extracorporeal tubing. The inner lumen was broken within a kink inside the membrane at approximately 19.8cm from the iab tip. The optical fiber was also broken inside the membrane at approximately 24.6cm from the iab tip. Lastly, a catheter tubing/inner lumen kink was found at approximately 75.4cm from the iab tip. The evaluation confirms the presence of a catheter tubing/inner lumen kink and a broken optical fiber as "as analyzed" failures. However, we are unable to conclusively determine when these may have occurred. Therefore, the root cause is impossible to define. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
During the investigation of the returned intra-aortic balloon (iab) involved under mfg report number 2248146-2021-00087 a kink & broken component (optical fiber) were found that were unrelated to the reported leak, blood in tubing failure mode. There was no patient involvement.

Manufacturer narrative:
The product returned with the membrane completely unfolded with blood on the exterior of the catheter and between the catheter and the returned maquet sheath. The sheath was bent and over the membrane. The one-way valve was also returned attached to the extracorporeal tubing. The inner lumen was broken within a kink inside the membrane at approximately 19.8cm from the iab tip. The optical fiber was also broken inside the membrane at approximately 24.6cm from the iab tip. Lastly, a catheter tubing/inner lumen kink was found at approximately 75.4cm from the iab tip. The evaluation confirms the presence of a catheter tubing/inner lumen kink and a broken optical fiber as "as analyzed" failures. However, we are unable to conclusively determine when these may have occurred. Therefore, the root cause is impossible to define. The device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. The review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. The overall complaint trend data for the period nov-19 through jan-21 was reviewed. There were no triggers identified for the review period. Communication/interviews were performed to obtain all possible information. Reference complaint # (B)(4).